Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service a will not occlude alarm occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage. There was no evidence of the reported problem recorded in the event history log. The customer reported problem was not verified or duplicated. The device was found to be operating as intended during the investigation. Both downstream and upstream occlusion sensors passed occlusion tests. The investigation however found that the latch mechanism was damaged and won't release the cassette; this was outside of the reported problem and was replaced and repaired. The cause of the reported problem remained unknown as no fault was found. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service review identified this device has not been in for service previously.